Event description:
It was reported that patient's atrial lead exhibited far r wave oversensing and inappropriate capture. It was further noted form x-ray that the lead was dislodged. The lead was repositioned on (B)(6) 2023. The patient was stable.